Manufacturer narrative:
Date of event is unknown as it was not provided. Manufacturer year 2011. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The surgeon reported the IV pole was stuck in the low setting. The IV pole did not go up and down during the cataract procedure. The system was rebooted to resolve the IV pole issue but did not resolve. The procedure was completed using a backup system. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.